Event description:
It was reported that during preparation for an unspecified procedure, the device seal was compromised. Upon unpacking the 20mm x 4.0mm maverick2 monorail balloon catheter, the nurse noticed that the inner packaging the open and the device was no longer sterile. The procedure was successfully completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.